Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the patient being in the hospital because her legs were hurting so bad and the pain being so deep that she thought she had a blood clot was not related to a device issue. An ultrasound at the hospital of the patient¿s legs was negative. A lumbar MRI on (B)(6) 2016 showed ddd (degenerative disc disease) and foraminal/neural/spinal stenosis at multiple levels. The cause of the patient¿s pain was not determined, but noted to be likely from her back getting worse. The patient did not have a blood clot. Her pain was still very high, but she was at maximum narcotic dosing. Additional information was received from the patient on 28-nov-2016 and it was reported that the circumstances that led to the patient¿s pain and possible blood clot was ¿what ever begins the excruciating pain it starts and finally within 24 hours or on to something that finally works¿. The steps taken to resolve the pain and possible blood clot was noted to be ¿dietacitan¿. The pain and possible blood clot were not resolved. The patient had had the issue 4 times over 20 years.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first reported the symptom of increased leg pain on (B)(6) 2016. On (B)(6) 2016 the pump was interrogated and the dosing adjusted. Patient started a new oral narcotic on (B)(6) 2016 pump was interrogated and refilled. The hcp thought that the symptoms were not likely due to a pump issue, but a flare in pain. Pump appeared to be functioning normally.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, droperidol, and morphine at 14.189 mg/day via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was being unexpectedly declined a bolus by her ptm (personal therapy manager). The patient was locked out for 10 hour and then 9 hours. The ptm lockout parameters were "5x/day, 1x/60m, and 24x/24". The patient confirmed that she had already had 5 boluses today. The patient also reported that her legs were really hurting. Last night she was in the hospital because her legs were hurting so bad. She took a pain pill besides the 2 she takes. The pain was so deep the patient thought it was a blood clot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.